Event description:
It was reported that the customer has had high blood glucose levels. Customer received an occlusion alarm, and noticed two air bubbles in the tubing. Customer took a correction bolus to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.